Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was emptied. During the removal of the set, the cannula was bent and exhibited leakage. The set was replaced. Patient experienced vomiting and diabetic ketoacidosis (dka). Patient was admitted to the hospital.